Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2013 and suture was used. During the procedure the suture broke. Another device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.